Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Eleven female external catheters (wick) in unopened packages were returned. Sample size = 11. No visual defects were noted on all returned wicks. All wicks were inspected and found that all were assembled correctly, and no foreign matter was observed. Potential cause of failure is inadequate material selection/materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: ¿ not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter it also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". Warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations peri-care and placement: 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned." Corrections: d, f, g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system was loud when it should not be, and it had the upstairs smelled like urine. The patient was having issues with the suctioning and leakage. The patient was advised to clean the system and provided the cleaning instructions for the tubing also advised to replace accessories. It was noted that the patient had been using the product less than 90 days. Per liberator mail on 24sep2021, the purewick accessories replacement kit was purchased with original unit on 23jun2021. Per customer via phone on (B)(6) 2022, stated that the purewick urine collection system caused the room to smell and the patient experienced urinary tract infection. It was stated that the patient sought medical attention and was prescribed antibiotics. Also troubleshooting and wick placement was completed with liberator and patient no longer uses the system. Per additional information via form with sample returned on 01feb2022, customer did not like the product because product caused urinary tract infection to patient. Purewick made the smell of urine in the room horribly and took too much effort to clean.

Event description:
It was reported that the purewick urine collection system was loud when it should not be, and it had the upstairs smell like urine. The patient was having issues with the suctioning and leakage. The patient was advised to clean the system and provided the cleaning instructions for the tubing also advised to replace accessories. It was noted that the patient had been using the product less than 90 days. Per liberator mail on (B)(6) 2021, the purewick accessories replacement kit was purchased with original unit on (B)(6) 2021. Per customer via phone on (B)(6) 2022, stated that the purewick urine collection system caused the room to smell and the patient experienced urinary tract infection. Stated that the patient sought medical attention and was prescribed antibiotics. Also troubleshooting and wick placement was completed with liberator and patient no longer uses the system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.